Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose level that read "high", a specific value was not provided. The customer attempted to treat with a correction bolus via the pump, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the hospital on the same day with issue resolved. The customer continued to use the pump for insulin therapy.